Event description:
During a ureterscopy stone extraction to retrieve fragments from a large stone, this basket made several successful retrievals, and then would no longer open or close. It was reported that the physician then attempted to laser the basket, but was unsuccessful, so he cut off the handle, twisted the wire around itself where it exited the pt, taped it to the pt, and left the basket and stone in the ureter. It was reported that in subsequent days cat scans and x-rays were done, a percutaneous tube was placed, and a follow up procedure was scheduled. After the follow up procedure, it was reported that a percutaneous procedure had been attempted, but failed, so an open procedure was performed, and the basket and stone were successfully removed (the 2 basket pieces are being retained by the risk manager). This device has not been received for eval. Therefore, a failure analysis is not available. Without evaluating the device co is unable to determine if the device met its specifications. Directions for use state: "caution: if resistance is encountered while attempting to withdraw the basket into the sheath or the sheath through the scope, do not exert excessive force. Precaution: stones may be too large to withdraw the basketed stone fully into the sheath."